Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete guidance on resetting the pump and assisted the caller through the process. After performing the reset, the cgm error code did not appear again, and the caller was able to successfully start their sensor session.